Manufacturer narrative:
Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 04-apr-2020, UDI#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient who was receiving 2,250 mcg/ml of baclofen at 955 mcg/day via an implantable pump for intractable spasticity. On (B)(6) 2019, it was reported that the patient's pump and catheter were explanted due to an infection. The patient reported an area of skin over the pump that had worn away to the point that they were able to visualize the sutureless connector portion of the catheter. It was unknown what, if any, environmental/external/patient factors might have led or contributed to the issue. However, the patient's healthcare provider (hcp) stated that the patient may have had remnants of the previous infection from the last pump explant/implant that carried over into the current pump. The pump was interrogated and it was found to be functioning normally. It was confirmed that surgical intervention occurred: the patient's full system was explanted. The pump was discarded and the customer refused to return the catheter. The plan was to reimplant in 6 weeks after the antibiotics were complete. The issue was considered resolved at the time of the report. The patient's status was listed as "alive-no injury". No further complications were reported.